Event description:
Event description cpi received information that this bipolar lead was removed from service. The patient with a implantable pulse generator (ipg) and lead system was experiencing loss of capture. An invasive procedure was performed and the physician found the helix tip of the lead was extended. The lead was replaced with a new lead of the same model.